Manufacturer narrative:
Additional information has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number. Additional information has been requested.

Event description:
Patient implanted with 2-level pro-disc-c at c5-c6 and c6-c7 approximately (B)(6) 2010. Six months postop patient complained of continued pain. Follow up x-rays showed that both discs were tilted to one side. One disc angled in one direction and the other disc angled in another direction. Reportedly, pdc was originally implanted by another surgeon and was properly placed. Patient was revised to fusion on (B)(6) 2011. This is the 2nd of 2 reports submitted on this event.